Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. The catheter became entangled with a non-boston scientific mapping catheter and one spline of the mapping catheter got stuck at the tip of the farawave. When the device was removed from the patient it was observed that the spline got detached from the catheter. The procedure was already completed when the issue occurred. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.